Manufacturer narrative:
Two samples were received in one tube. Unfortunately, it is not possible to determine, which sample belongs to which case, because they lost their labeling, most possible during transport. One sample is bent. Both samples show surgery residuals. A review of the device history record traceable to the reported lot number indicates, that the product was processed and released according to the product¿s acceptance criteria. The two received sample were visually and functionally inspected with the aid of a photomicroscope with various magnifications. Customers complaint was not confirmed. Both samples are able to cut the test material. One sample is deformed. The other sample clamps, during testing. It is possible, that this is the reason why customer complained this device. Both instruments passed the test according to the test instructions. And therefore, passed the 100% cutting test and the 100% optical test. Why one scissor is clamping and the other is bent could not be determined conclusively. It is confirmed, that the two scissors are cutting. But the root cause for the clamping and the bend scissors was not determined. This complaint has been reviewed, and future data will be monitored for evidence of adverse trending and further action will be taken as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history records traceable to the reported lot numbers indicates that the products were processed and released according to the product¿s acceptance criteria. No sample received. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation, therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the scissors would not cut. A new tip was used to complete the case. There was no patient harm.